Event description:
Hosp reported that they attempted to resuscitate a pt that was intubated. The resuscitator failed to inflate the pt's lungs. Reportedly, the resuscitator was replaced and the case continued without further incidents. According to the hosp, they later checked the resuscitator in question and found that the check valve gasket was not fully seated. According to the hosp, there was no harm to the pt.